Event description:
Customer reported the passport 2 intermittently displayed heart rate and spo2. No pt injury was reported.

Manufacturer narrative:
This unit is being evaluated by mindray service representative.